Event description:
Additional information was received from the surgeon that the cause of the lead fracture was due to scar tissue built up over the years. No additional relative information has been received to date.

Event description:
It was reported that patient was being replaced due to an unknown reason. Implant card was received showing that the patient's generator was replaced due to battery depletion and high lead impedance was seen following replacement surgery. Images were provided from surgery showing the lead patient was implanted and abraded inner and outer insulation was seen. Information was later received that high impedance was not seen during pre-operative diagnostics before generator replacement. The physician believed the cause of the lead fracture is due to a kink in the scar tissue around the lead. The lead was later revised due to high lead impedance seen. The explanted generator and lead will not be returned for product analysis as they are owned by patient. No additional relevant information has been received to date.